Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 6 (vent not working) occurred during the load sequence. Blood glucose level was 309 mg/dl. Multiple attempts were made by tandem¿s technical support to find out whether installing a new cartridge resolved the issue; however, no response was received.